Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received stated that patient underwent surgical intervention wherein one of the leads was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04778. It was reported that the patient experienced ineffective stimulation on their right side. Diagnostics revealed high impedances on all contacts for the right lead. Reprogramming was attempted, but did not restore effective therapy. In turn, surgical intervention may be pending to address the issue. It is unknown which lead has impedance issues, therefore both leads are being reported.